Event description:
It was reported that the customer's insulin pump keypad was unresponsive and bolus amounts would increase without user input. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 115 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own was noted. The pump also had a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, and minor scratches on the lcd window.